Event description:
Medtronic received information regarding a navigation system being used during a vp shunt placement procedure. It was reported that they registered the patient and when they went to navigate the stylet, the crosshairs were not turning green and tracking the instrument. The screen went black and was unable to come back on. They hard restarted the system and then it worked fine. There was no impact on patient outcome. Additional information was received. It was reported that there was about a 5-10 minute delay for the system to restart.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709: crosshairs were not turning green and tracking the instrument a0902: screen went black d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733686, serial/lot #: (B)(6): delay of less than one hour f26: no patient impact h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.